Event description:
It was reported that the patient's right ventricular lead attributed to exacerbation of tricuspid regurgitation. The right ventricular lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The lead was returned due to patient anatomy. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Final analysis of the lead did not find any anomalies.